Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the v60 ventilator had switched off and a black screen appeared, with the message on the screen indicating " inoperable, fault 1009.¿ this report was received via a customer feedback form. On (B)(6) 2022, during clinical and therapeutic use of a v60 ventilator for an unspecified indication, a patient of unknown age, gender and medical history suddenly started struggling to breath and shouted for help. The v60 device was observed to have switched off and a black screen appeared, with the message on the screen indicating " inoperable, fault 1009.¿ the patient felt that it seemed it was ¿pumping air into her lungs.¿ the end user was unable to turn device on as none of the control buttons worked. No alarm was annunciated but rather just a loud noise described as ¿like a hoover.¿ medical intervention rendered for the patient¿s clinical symptoms were unknown. The device was removed from use. No further patient harm was reported. A copy of the significant event log (drpta) has been requested from the engineer. A field service engineer (fse) was scheduled to visit the site to conduct a device investigation and complete a full performance verification test (pvt). The fse will decide if a device repair is required based on the outcome of the investigation.

Manufacturer narrative:
The patient is a 33-year-old female (height: 170 cm; weight: 142 kg). The device was in clinical use and did not annunciate an alarm at the time of the event; however, the screen displayed ¿inoperable, fault 1009¿. The customer indicated that they no longer record set alarm limits on their checking charts, and instead they document that the settings are acceptable for the patient. Once the error occurred, the patient was immediately transitioned to a standby v60 device, with no other intervention rendered, with no patient harm or injury incurred. The event log (drpta) recorded the presence of diagnostic code 1009 (high pressure vio) on (B)(6) 2022 at 1:24.57am. The device has been inspected by an authorized philips service technician and no fault or malfunction was found with the device. Performance verification and functionality were confirmed to be within declared specifications with no evidence of fault or malfunction. Device diagnostic report logs have been collected and reviewed with no anomaly found.

Manufacturer narrative:
At the time of the event, the patient was sitting up in bed. The device circuit configurations included breathing circuit - v60 rt 139 fisher paykel set; humidifier - fisher paykel mr850; tracheostomy tube - percutaneous tracheostomy size 8. There was no etiological trigger that could have caused a rapid increase to the ventilator pressure. There was no condensation, water droplets, kinks or obstructions noted within the proximal pressure line. There were no extra filters in the inhalation path/patient circuit; only one bacterial filter was in use. The customer was unable to provide the device therapy and alarm threshold settings. The patient outcome was reported as being discharged to the ward. The customer commented that the nurse completes pre-use check, as recommended by philips. The institutional electrical and biomedical engineering (ebme) did not conduct device testing as device inspection was requested from philips. The device has been inspected by an authorized philips service engineer and no fault or malfunction was found with the device. Performance verification and functionality were confirmed to be within declared specifications. The malfunction device was sent straight to the institutional ebme and was replaced with a back-up device.